Event description:
Customer reported via phone call that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they replaced the batteries and the insulin pump was frozen. Customer stated that they may have been lying on the insulin pump while asleep. Customer's blood glucose reading at the time of the call was 210 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.